Manufacturer narrative:
The insulin pump was received with constant motor error and motor position encoder error alarms during rewind due to moisture damage on motor assembly. It was unable to perform the displacement test due to constant error alarms. Device had moisture damage on all electronic assemblies, force sensor resistor and vibrator motor assembly. Device received with corroded battery tube, minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump fell in water. Blood glucose value is unknown. The device was replaced and returned for analysis.